Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This event occurred during use while the patient was not connected. The patient stated that the power went out in their house for a few minutes and when the power came back on, solution spilled everywhere around the homechoice and the cassette door. The technical service representative advised the patient that they must start over with all new supplies and explained why. There was no patient injury associated with this event. No additional information is available.